Event description:
Customer reported memory loss from a device after downloading. Customer stated the device did not keep the time and date as well as skips years without the time & date being changed. A request was made for return product and replacement product was sent.